Event description:
The customer reported that the system saved two procedures done on one patient under one set of images. No patient injury was reported

Manufacturer narrative:
A ge service representative performed an onsite investigation and was unable to duplicate the reported problem. Also that it was normal procedure if the same patient is done it will packet together and that the system allows you to create a new study and enter a new accession if separation is required. The system was tested and found to be working as intended and put back into service.